Manufacturer narrative:
(B)(4) follow up it was reported there are instances of not receiving the full injection amount. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material #unknown. Batch #unknown. It was reported by customer that the some of the syringes we have been are malfunctioning. Verbatim: it is mentioned that "this is not the first time this has happened." Was any of the previous events reported to bd? If yes please provide the complaint reference numbers. Incase if not reported, please provide answers to the following considering the previous events. 1. Did the reported issue have any impact on the patient? Yes, in a few instances the needle had to be withdrawn and changed so the patient was stuck twice. In the other instances they are not receiving the full injection amount. 2. Could you please provide the dates of the events? I do not have specific dates. 3. Can you please provide the lot number of the product associated with reported issue? Most recent lot# is 4178896. Other boxes have been an issue but I do not have those lot numbers.